Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rebn0332 showed no other similar product complaint(s) from this lot number.

Event description:
Per sales rep, the facility reported difficulty inserting the introducer and dilator. It was stated that the dilator frayed at the end and a new one was used to complete the procedure. This addresses lot number rebn0332.